Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device became not to be activated, although it was activated properly at the beginning of use. The 2nd device was used then the blade was broken off when the device was cleaned outside the patient. No pieces fell into the patient. The broken blade was retrieved, but it was thrown out at the hospital. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted with something hard such a forceps.

Manufacturer narrative:
(B)(4). Batch # k90u97, expiration date: 3/8/2018, manufacturing date: 4/8/2013. Device (a) was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Device (b) was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.